Manufacturer narrative:
No information provided with regard to the treatment provider or the related device. Syneron made attempts to reach additional information, without response at this point. Investigation is in process. The specific device is unknown.

Event description:
On (B)(6) 2016 syneron (B)(4) was made aware of customer complaint regarding profound treatment. Patient, (B)(6), contacted syneron and reported sustained scaring post profound treatment that she underwent 4 and a half months before on the neck and jaw line area. Photos provided show pitting on the neck and jaw line. Information on the treatment provider and the involved system was not provided. Syneron made attempts to achieve additional information, but without response at this point.